Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-07748. It was reported the patient's lead eroded. As a result, surgical intervention was undertaken at an unknown date wherein the original lead was explanted. Subsequently, an additional surgery took place on (B)(6) 2017 wherein a new lead was implanted to replace the original lead. Therapy was restored postoperatively thus resolving the issue. Note: both leads are being reported as it's unknown which lead caused the issue.